Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient is currently an inpatient for worsening chronic driveline infection and exploration of the pump pocket. No additional information was provided.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(4) 2015 for chronic driveline infection with pseudomonas. It was noted by the or circulator group that a clot was visible in the pump when explanted.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. A direct correlation between the device and the reported driveline and pump pocket infection could not be determined. The instructions for use lists driveline and pump pocket infections as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist device. The evaluation of the returned lvad pump revealed a tissue-like deposition surrounding the outlet bearing ball, partially occluding the outlet stator. The deposition was non-laminated and did not appear to have originated in this location; however, its specific origin could not be determined. The deposition showed darker areas of potential denaturation and contact marks were noted on the outlet bearing cup and on the outlet portion of the rotor indicating that the deposition was present during pump operation; however, a duration in which it was present in the pump could not be determined. Examination of the remaining blood-contacting surfaces did not reveal any deposition or thrombus formation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 years, 10 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.